Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Microscopic inspection showed charred tissue and blood on the jaws. It was observed that the heater wire on the hot jaw is slightly bent at the middle portion. The heater wire remained attached at the tip and at the base. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. During the pre-cautery test, it produced steam and audible beeping sound during five (5) 3-second activations. A mechanical evaluation was conducted to determine toggle functionality. The toggle operated as expected. A slight "click" at the end of the toggle pull-back is audible to indicate to the user that the switch has been pulled past the activation point. This tactile feedback mechanism is considered normal and expected. To evaluate the safety shut down system, a poly-fuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after a 10-second cooling period with no incident each time. An activation and transection capability test were performed over five (5) repetitions using "max life test method." The device activated and transected tissue five (5) times with no cautery failure observed. The jaws were cleaned per the IFU and the pre-cautery test repeated. No smoke and/or steam which could be considered excessive were observed. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured was within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle switch was released. We were unable to reproduce any electrical failure. Based on the returned condition of the device and the results of the investigation, the reported failure modes "failure to cut," and " mechanical issue" were not confirmed. The analyzed failure mode "bent wire" was confirmed. Specific actions for the analyzed failure mode "bent wire" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were not cutting and sealing with the usual efficiency. It was also noted that the trigger mechanism felt different than usual. Since only a small vein segment was needed, the customer made a small incision to finish the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). Autonumber # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws were not cutting and sealing with the usual efficiency. It was also noted that the trigger mechanism felt different than usual. Since only a small vein segment was needed, the customer made a small incision to finish the procedure. The hospital did not report any patient effects.